Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a check clutch/ plunger level error occurred. Patient involvement is unknown.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5, h6), corrected data: device evaluated by manufacturer corrected (updated h3).

Event description:
Additional information received which indicated that this occurred during testing, no patient involvement.